Event description:
Situation: the high range act+ cuvettes that we use with the accriva hemochron signature elite instruments for activated clotting time (act) in perfusion have a serious issue that may require a change in methodology. Background: the perfusionists are reporting frequent random errors. In some cuvettes, the sample does not seem to generate a clot, resulting in an "out of range high", which is interpreted as >1005. When new specimens are collected, the new results drop down to the expected 450-550 range. Accriva at first said this was a sampling issue, however, perfusion wastes the proper amount of blood, and further, they draw samples from a different port than the one they use to give heparin. One of the perfusionists said that she had seen this before many times at other hospitals.assessment: after further investigation, I estimate that this is happening in approximately 4% of cuvettes, across all cuvette lots, instrument serial numbers, and operators. I called accriva to report the issue again and they are now saying it is a known problem with act+ and they have escalated our case. We have not heard reports of this for the low-range act-lr cuvette used in the other areas. We are collecting weekly data for accriva such as heparin dosing, waste amounts, and draw sites.recommendation: we will be switching methodology, at least temporarily and at least in perfusion (the only unit using the act+ cuvettes stat for those high dose heparin procedures). We will begin training staff and validating act on abbott I- as early as next week. I-stat has an act cartridge that covers both the low-dose and high-dose heparin ranges up to 1000sec. Our abbott rep gave a demo to us the other day. We have five I-stats currently in the poct system although not currently in use. We don't have a rals module for this instrument so everything for compliance will be done on paper, at least for now.manufacturer response for act device, accriva (per site reporter).======================still investigating-need more input from us.